Event description:
It was reported that during a unknown procedure, the handpiece stopped working. The case was completed by using another handpiece. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Due to this condition, it may lead for activation issues to occur.